Manufacturer narrative:
Expiration date, device manufacture date: not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was not loading images. No patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause of the issue was due to incorrect image protocol process.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735585, software version 3.0. If information is provided in the future, a supplemental report will be issued.